Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1cc of juvéderm® voluma® with lidocaine. After injection, patient felt pain in the area "with vascular complications". The following day, the patient began to experience redness in the cheek area. Hcp states "after that, tissue necrosis occurred, and hyaluronidase was administered to dissolve the filler". Symptoms are ongoing.